Event description:
It was reported to boston scientific corporation that an endovive safety peg kits pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the metal loop on the end of the peg tube broke in half inside the patient. No part of the device came off in the patient. The physician was unable to pull the tube through the stomach; the peg was removed through the patient's mouth via the physician's hand. The bolster was just entering the patient's mouth when the wire broke. The procedure was completed with a new endovive safety peg kits pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an endovive safety peg kits pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the metal loop on the end of the peg tube broke in half inside the patient. No part of the device came off in the patient. The physician was unable to pull the tube through the stomach; the peg was removed through the patient's mouth via the physician's hand. The bolster was just entering the patient's mouth when the wire broke. The procedure was completed with a new endovive safety peg kits pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the pullwire tip 18/20 fr on the end of the peg device was found to be broken. The wire ends were frayed not cut. Wire appears to have failed while undergoing tensile load. The returned unit was consistent with the complaint incident that the device pullwire tip broke. A review of the sub-assembly pullwire tip 18/20 fr DHR revealed no anomalies in material or manufacturing. There was no evidence that the peg tube insertion wire connection was not completed properly or that some dimensional feature was out of specification. It is possible that the stoma site was not opened to the size specified in dfu leading to resistance when placing the device. Because the wire failed in tension during the peg placement, the most probable root cause is operation context. A review of the device history record was performed for and revealed no related issues to this complaint.